Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months (calculated from the date when the system controller was issued to the patient.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that there was a power surge while the lvad system was supported by the power module causing the system controller to alarm. The patient panicked and performed a system controller exchange prior to troubleshooting the alarm or calling the implanting center for assistance. The patient was unable to remember which alarm had occurred, and stated that there were a lot of alarms. The patient presented to the implanting center. Upon interrogation, a ¿pump off¿ event was recorded within the system controller history. It was unclear if this event occurred prior to or during the system controller exchange. Reportedly, the patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The report of changes in pump power values while the system controller was connected to the power module was confirmed based on the evaluation of the log file; however, the report of a pump stoppage event during the pump power changes was not confirmed. The alarms were not reproduced during analysis. The returned system controller was functionally tested and was found to operate as intended during analysis. Pump power was monitored throughout analysis and the pump power did not elevate above 10 watts, no atypical power cable disconnected alarms or pump stoppage events were reproduced. A root cause for the reported events was unable to be determined through this analysis. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.